Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to broken reservoir tube lip and missing reservoir tube o-ring. No cracks on the screen noted. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump had cracks. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, the insulin pump was broke, changed reservoir, the upper ring had broken off, crack in the display and on the body of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.